Manufacturer narrative:
(B)(4). The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, self test and the displacement accuracy test. Pump failed the active current test due to moisture damage on the electronic assembly pump received with scratched case. Pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated the customer was calling to set up the insulin pump programming. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.